Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer has been using cold insulin and not filling the cartridge properly. The customer was educated on the proper load techniques. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.